Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported tip broken in two pieces during quadrant mode of cataract surgery (with intraocular lens implant). The surgery was completed with another new tip. There was no patient impact. This report pertains to phacoemulsification tip involved in this reported event. Additional information received from company representative that there was total loss of power.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached were reviewed by the manufacturing site. Photo 1 shows a phaco tip in the eye broken at the aspiration bypass (ab) hole with the broken tip retained in the pink sleeve. Photo 2 shows the same phaco tip laying on a table broken in two pieces at the ab hole. The reported issue is confirmed from the photo review. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.